Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('other injury(ies) or complication (s) please describe: excessive bleeding, cycle lasting 30 days, off for 4'), rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') and neuropathy peripheral ('peripheral nephropathy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain/ loss (which one specify)weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, rheumatoid arthritis, neuropathy peripheral, urinary tract infection, allergy to metals and weight increased outcome was unknown. The reporter considered allergy to metals, genital haemorrhage, neuropathy peripheral, pelvic pain, rheumatoid arthritis, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: I was told that the implant was in place. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2019: pfs received. Lab data added. Events : pain, infection (bladder/ urinary tract/vaginal) type: uti, autoimmune disorder type of disorder: rheumatoid arthritis, peripheral nephropathy, nickel allergy, weight gain/ loss (which one specify)weight gain, other injury(ies) or complication (s) please describe: excessive bleeding ,cycle lasting 30 days, off for 4 were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.